Event description:
It has been reported to philips that the customer has received suspicious commands executed by a "philips" service account. Customer would like to confirm whether this was legitimate. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.

Manufacturer narrative:
It has been reported to philips that the customer has received suspicious commands executed by a "philips" service account. Customer would like to confirm whether this was legitimate. No adverse events or harm were reported in the complaint. The complaint contained no allegation of serious injury or death. Based on the results of the analysis, intellispace cardiovascular (iscv) l2 service engineer worked on this server the night before for this case was raised. This was legitimate work. Iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable. Notes: the initial emdr was submitted with incorrect catalog item identifier and product UDI. They were corrected. Evaluation results FDA c-code and conclusion FDA c-code were updated.